Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified quantity of clearlink, non-dehp solution sets leaked "at the connection just below the filter". Also clariid as the leak was originating from the "filters". These occurred during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B5: additional information was received which clarified that these events occurred at the time of preparation and then at the time during administration. The issues occurred in the pharmacy and infusion center. There was no report of patient injury or medical intervention associated with this event. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: one (1) actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including pressure, clear passage, and priming were performed with no defects observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.